Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, pt and device information. The customer reported that the device was discarded. The lot number was not identified: therefore, a device history record review could not be performed.

Event description:
Device malfunction: clip deployed to distal wall of artery. Time of device malfunction: during vessel closure. Symptoms/ae: vessel occlusion. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure in the brachial artery, after a diagnostic procedure. Reportedly, after deploying the clip, it was noticed that the clip deployed in the distal wall of the artery causing the vessel to occlude. The clip required surgical removal. The physician believed that the clip was deployed in the distal wall due to arterial spasms. Though requested, no additional information was available.